Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacture's field service engineer (fse) reported that there was a note on the unit indicating that the unit has high oxygen sensor, return volumes and gas return filter does not seal. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) could not duplicate the reported problem with return volumes. Fse found the front of heated filter assembly had pulled apart, possibly had affected return volumes. Fse could not duplicate high o2 alarm. Fse indicated that the unit would not pass extended self-test (est) due to heated filter assembly. Fse replaced the heated filter assembly to resolve the reported problem and unit would pass est. Fse let the unit run in operational mode to see if the return volumes and high o2 alarm could be duplicated, neither duplicated. Fse spot checked flows and all were within tolerance. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.